Manufacturer narrative:
It is reported the two broken final screwdrivers will not be returned to the manufacturer, therefore no product evaluation can be performed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, reference 3003853072-2016-00089 and 3003853072-2016-00090.

Event description:
A revision surgery due to neuralgia was reported. X-ray examination showed that one of the screws was improperly installed and entered the spinal canal. During the revision surgery while attempting to remove the blockers two final screwdrivers broke. The broken parts were removed using general instruments. The surgery was completed using a third final screwdriver. The surgeon reimplanted the same screw. There was a thirty (30) minute surgical delay.

Manufacturer narrative:
The manufacturing records were reviewed but there were no indications of issues which would have contributed to this event. The labeling was reviewed and found to contain instructions on device usage. Since the devices were not available for return, no further conclusions can be drawn.